Manufacturer narrative:
Concomitant medical products: 693565, lead. Implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) battery was depleting faster than expected for an un known reason. The ICD remains in use with recommendation to be replaced within the first month after it reaches recommended replacement time (rrt). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.